Manufacturer narrative:
E reporting institution phone # (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported when using the massimo spo2 sensors, if there is a loose connection of the sensors, no alarm is activated. There are approximately 19 monitors on the neonatal ICU ward. The installation was performed in (B)(6) 2022, and this is the only time the issue has been noticed. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. A philips senior field specialist went to the customer's site. If masimo sensor falls off or delivers poor signal, alarm should sound. After consultation with cas, factory & masimo, no setting can be made for the parameter spo2. Upon recommendation, set the pulse alarm source to auto again and configured on all monitors. Alarm sound "technical alarms" increased by 2 levels via the control center as requested. Masimo will arrange appointment and will then come on site. Function test according to manufacturer specifications.

Manufacturer narrative:
The customer wants to have a configured yellow/red alarm if a spo2 sensor goes off, not only an inop. A philips senior field specialist went to the customer's site. After consultation with clinical application specialist, factory & masimo, it was determined no setting can be made for the parameter spo2. Upon recommendation, set the pulse alarm source to auto again and configured on all monitors. Alarm sound for "technical alarms" was increased by 2 levels via the control center as requested. The device was confirmed to be operating per specifications and no failure was identified.